Event description:
It was reported that during biomedical testing the external pulse generator had atrial / ventricular pacing rate ppm (pulses per minute) output out of range. It was also reported that the biomed was unable to adjust the basic pacing rate of the device. The rate remains fixed no matter what the control setting was. The generator was returned for service. There was no patient involvement reported for this event. It was reported that during biomedical testing the external pulse generator had atrial / ventricular pacing rate ppm (pulses per minute) output out of range. The generator was returned for service. There was no patient involvement reported for this event.

Event description:
It was reported that during biomedical testing the external pulse generator had atrial / ventricular pacing rate ppm (pulses per minute) output out of range. It was also reported that the biomed was unable to adjust the basic pacing rate of the device. The rate remains fixed no matter what the control setting was. The generator was returned for service. There was no patient involvement reported for this event.

Manufacturer narrative:
Further analysis was performed on the main printed circuit board (pcb) and interconnect flex. This analysis could not identify any defects. The reported out of specification pacing rate could not be confirmed, no evidence of a decrease in the pacing amplitude was observed during the analysis. Increased resistance measurements between the main board and the flex circuit were identified and the source of the resistance was found to be located within the flex connector on the main board. Mechanical cross sections of the connector identified fretting corrosion, a known contributor to increased resistance in connectors.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis confirmed the reported event. Main printed circuit board and interconnect flex are out of electrical specification. Upper and lower cases and one bail cover are broken. Battery drawer, one bail cover, and ring cover are contaminated.

Manufacturer narrative:
This device was included in that field action, returned product testing found the device did perform as described in the field action.